Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. Additional information: h6

Event description:
It was reported the patient presented in the hospital for an implant procedure. During placement of the right atrial lead, the pacing impedance was high, and remained high after placing the lead in a new location. The lead was explanted and replaced to complete the procedure. The patient was in stable condition.